Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. . A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server to verify the issue and reviewed the affected user in pes, confirming the user was active and correctly assigned to the ICU and ms areas on the second floor. Tss accessed the ICU station and reviewed the logs, which showed no issues. Tss contacted the inpatient pharmacy through the general number and spoke with user. User confirmed that the user was able to access the medication. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user not able to pull patient or medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.